Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot# and UDI intentionally left blank as the information was not provided by the healthcare facility. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Correction: the healthcare facility has also reported the event to FDA with medwatch report reference number "3633050000-2024-8052". Method: the broken glider hook from the subject bc191-05 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the returned component found that the glider hook was completely broken from the glider, the edge of the broken component was also observed with a sharp edge. Differential scanning calorimetry (dsc) analysis was performed and revealed that there was lower molecular weight distribution in the returned component compared to older reference samples. Conclusion: the reported injury was due to the sharp edge on the broken part of the glider hook. Our investigation was unable to determine the exact cause of the broken glider hook. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.

Event description:
During device evaluation of a bc191-05 flexitrunk infant naal tubing at fisher & paykel healthcare (f&p) new zealand, it was found that the glider hook was found completely broken from the glider during patient use. The healthcare facility reported that the blue hook had become dislodged and cut into the patient's hard palate. Suction tubing was utilised to remove the object from the patient's mouth. The healthcare facility confirmed that there was no further patient harm.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot# and UDI intentionally left blank as the information was not provided by the healthcare facility. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the broken glider hook from the subject bc191-05 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the returned component found that the glider hook was completely broken from the glider, the edge of the broken component was also observed with a sharp edge. Differential scanning calorimetry (dsc) analysis was performed and revealed that there was lower molecular weight distribution in the returned component compared to older reference samples. Conclusion: the reported injury was due to the sharp edge on the broken part of the glider hook. Our investigation was unable to determine the exact cause of the broken glider hook. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.

Event description:
During device evaluation of a bc191-05 flexitrunk infant naal tubing at fisher & paykel healthcare (f&p) new zealand, it was found that the glider hook was found completely broken from the glider during patient use. The healthcare facility reported that the blue hook had become dislodged and cut into the patient's hard palate. Suction tubing was utilised to remove the object from the patient's mouth. The healthcare facility confirmed that there was no further patient harm.

Event description:
During device evaluation of a bc191-05 flexitrunk infant naal tubing at fisher & paykel healthcare (f&p) new zealand, it was found that the glider hook was found completely broken from the glider during patient use. The healthcare facility reported that the blue hook had become dislodged and cut into the patient's hard palate. Suction tubing was utilised to remove the object from the patient's mouth. The healthcare facility confirmed that there was no further patient harm.

Manufacturer narrative:
(B)(4). Correction: section b3: date of event was previously entered in dd/mm/yyyy format and now corrected to mm/dd/yyyy. Section b4: date of this report is corrected to f&p notified date, however the become awareness date of reportable malfunction is added in date received by manufacturer(section g3). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot# and UDI intentionally left blank as the information was not provided by the healthcare facility. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Correction: the healthcare facility has also reported the event to FDA with medwatch report reference number "(B)(4)". Method: the broken glider hook from the subject bc191-05 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the returned component found that the glider hook was completely broken from the glider, the edge of the broken component was also observed with a sharp edge. Differential scanning calorimetry (dsc) analysis was performed and revealed that there was lower molecular weight distribution in the returned component compared to older reference samples. Conclusion: the reported injury was due to the sharp edge on the broken part of the glider hook. Our investigation was unable to determine the exact cause of the broken glider hook. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.